Event description:
When a kit was returned from the hospital to stryker, it was inspected by the stryker loan kits team and found to be in an unacceptable state. It reportedly contained open packages of bone cement. The stryker employee who inspected the kit was wearing goggles and gloves, but reportedly got some of the bone cement into his eye. This led to an injury which caused him to go to the hospital and to take several days off work.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.